Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? The diagnosis and indication for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates: if reoperation: please provide the date. What were the findings on reoperation? Was the exposed mesh excised? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications? Product code? Lot #. Lot 074007 reported is an invalid lot. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2007 and mesh was implanted in anterior part of vagina. Approximately a month and a half ago (B)(6) 2018), the patient experienced suddenly acute violent attacks of urinary incontinence and abdominal urogenital pain. The patient was examined at the hospital. Most recently, the patient was examined in another hospital in (B)(6) 2018. The physician found a large vesicovaginal fistula and erosion of mesh to both bladder and the vagina. Additional information has been requested.